Event description:
It was reported that high, out of range pacing lead impedance and an increased capture threshold were observed. The lead was explanted and replaced. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.